Event description:
It was reported that during the implant attempt, the lead was not implanted due to the diameter of the safesheath being too tight and the lead would not pass. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.